Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during cholangioscopy procedure on (B)(6) 2025 for the treatment of stenosis. When cholangioscopy was initiated and there was visualization for approximately eight to ten minutes. Subsequently, the image began to intermittently flash before disappearing entirely, and the monitor displayed the loading screen. Despite multiple attempts to restore visualization, including shutting down the processor and reconnecting the cholangioscope, the image could not be recovered. As a result, the procedure could not be completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during cholangioscopy procedure on (B)(6) 2025 for the treatment of stenosis. When cholangioscopy was initiated and successfully visualized for approximately eight to ten minutes. Subsequently, the image began to intermittently flash before disappearing entirely, and the monitor displayed a grey screen with five dots. Despite multiple attempts to restore visualization, including shutting down the processor and reconnecting the cholangioscope, the image could not be recovered. As a result, the procedure could not be completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: when connected to the controller, the spyscope ds ii displayed an image, but visualization failed when the tip was articulated during functional testing, despite proper tip movement. During the electrical test, it was seen that the measurements weren't within the expected values. Leak testing confirmed water ingress from the tip to the handle with leakage through the breakout region, resulting in a rapid drop in capacitance and psi. Visual and destructive inspections confirmed a tear in the pebax. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The reported complaint regarding visualization was confirmed. Based on the analysis of the returned device and all available information, the most probable conclusion is cause traced to component failure. Electrical testing identified values outside expected ranges, indicating a failure within the camera assembly. With all the available information, the evidence supports the electrical component failure contributed to the event. The absence of treatment will be addressed as adverse event related to procedure since the event was not completed due to the devices inability to display an image.